Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.

Event description:
Consumer inserted a tampon and the clear plastic piece of the applicator snapped off and internally cut the user.